Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. No patient symptoms were recorded. While the patient was sleeping, his insulin pump was over infusing insulin based on falsely elevated cgm values, resulting in hypoglycemia. The reporter cannot recall details, but his spouse called an ambulance, and he was treated in the emergency department with an unspecified IV sugar drip and was discharged a few hours after recovering. At the time of the report, the patient was fine. No cgm nor bg values were provided as the patient cannot recall, patient¿s spouse stated the bg was low, and cgm reading was high. There was no additional documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.